Event description:
Customer reported the plastic part broke at the base during testing of the device. No patient involvement reported.

Manufacturer narrative:
(B)(4). Corrected data: section d.4.-lot# corrected to (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the plastic part broke at the base during testing of the device. No patient involvement reported.